Event description:
Second report: continuation of gpc symptoms. On (B)(6) 2023, spoke with dr. Pt was seen back for follow up visit. All symptoms are resolved. Upper lid tarsal is clear and quiet. Pt. Will stay on zaditor as preventative. On (B)(6) 2023, spoke with dr. Mostly resolved, & clear, continuing lotemax os twice a day, and zaditor os every night at bedtime. On (B)(6)2023 this is the second occurrence. Symptoms only occur in the os. Pt received the original supply (B)(6) 2022. Pt developed irritation, redness, & blur. Pt contacted dr. (B)(6)2023. No changes have been made to lens parameters. Pt evaluated large papillae under upper lid were noted os only. Pt tried both lenses os in his supply he reported discomfort with both lenses. New supply was shipped. (Original supply of synergeyes a were returned) in the meantime, pt was treated with lotemax os, four times a day, and zaditor os every night at bedtime. The most recent lens was dispensed to the pt. He later reported a minor itch or "irritation/ catching feeling" upon insertion the first day. By day 3 pt was red & irritated again, upper lid revealed focal gpc again at lid margin. Lenses were discontinued and returned. During these episodes, pt has worn synergeyes m in the od, no symptoms at all. As of (B)(6) 2023, the gpc os is resolved, pt will continue steroid and zaditor 2 more weeks with dosage of twice a day. Consultation dept, synergeyes.